Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure inserts were placed" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), myalgia ("muscle and joint pain"), arthralgia ("muscle and joint pain"), migraine ("migraines") and cystitis ("cystitis"). The patient was treated with surgery (underwent an operation on (B)(6) 2019 for removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, myalgia, arthralgia, migraine and cystitis outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, cystitis, migraine, myalgia and pelvic pain with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-jan-2019. The most recent information was received on 25-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three essure inserts were placed" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), myalgia ("muscle and joint pain"), arthralgia ("muscle and joint pain"), migraine ("migraines") and cystitis ("cystitis"). The patient was treated with surgery (underwent an operation on (B)(6) 2019 for removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, myalgia, arthralgia, migraine and cystitis outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, cystitis, migraine, myalgia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.